Manufacturer narrative:
Additional information received; it was reported it is unknown at this time if any future treatment will be performed for the sine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 140 mm thoracic aortic dissection. Thrombus formation of the false lumen occurred immediately after the procedure. It was reported that approximately 6 months post index procedure, a CT was performed, where a distal stent graft-induced new entry (sine) was noted. As per the physician the cause of theevent can not be determined. No additional clinical sequalae were provided and the patient will be monitored.